Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 234 mg/dl and 264 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.